Event description:
Infusion pump with a 500 failure code. The biomed reported to baxter customer svc that the failure occurred during biomed testing and they have no record of any pt incident involving the pump since the last baxter svc event. Info was requested but details were not available regarding pt status, medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additonal contact was provided.